Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 84 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Findings: all buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with scratches on the display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.